Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications as a result of this event.